Event description:
It was reported that a patient, who had a right rtsa, underwent a revision procedure due to infection. The implants were removed, and a competitor¿s spacer was put in place. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to hospital policies. Device images were provided. No further information.